Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional information: initial reporter phone extension ext.(B)(6).

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where it was reported that leakage on the filter vent was noted during carboplatin infusion. The set was replaced and therapy resumed. It was unknown if there was unprotected drug exposure and impact to the patient or healthcare provider. There was no patient harm in the event.